Event description:
It was reported that the bd alaris extension set was clogged. The following information was provided by the initial reporter: tubing blocked. Complaint noticed: prior to use. Patient injury: no.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris extension set was clogged. The following information was provided by the initial reporter: tubing blocked. Complaint noticed: prior to use. Patient injury: no.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-feb-2022. H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. Visual inspection revealed excess solvent at the male luer. A quality notification (qn) was sent to the manufacturer. From the manufacturer¿s investigation, it was determined in the qn that the black ball in the analog flow meter tends to get stuck, causing false ¿pass¿ test results, and preventing the operators from identifying occlusions in the process. As a preventive action, the maintenance personnel cleans the flow meter by using ionized air to reduce the static in the flow meter. As a corrective action, the analog flow meters will be switched to digital flow meters. A device history record review could not be performed because the lot number is unknown.